Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she is experiencing seeing rings around lights, double vision, headaches from her eyedrop medications, and needs to wear glasses to read. She followed up with her ophthalmologist, who told her that she developed slight astigmatism postoperatively, scarring in her eye, and that the lens was off center. She has not yet followed up with her surgeon and stated that there were no effects to her activities of daily living. She was unwilling to provide her surgeon's contact info and requested that no follow ups be conducted. There are two medical device reports associated with this event. This report associated with the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation; the lens remains implanted. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. At the consumer's request, the surgeon was not contacted. (B)(4).